Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Therefore, laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode delivered multiple inappropriate shocks and the oversensing could be reproduced in clinic. Subsequently, device therapy was deactivated, and the patient was hospitalized and closely monitored by telemetry. The following day, the patient underwent an upgrade procedure, and the entire subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced with a transvenous system due to the patient's ventricular tachycardias (vts). There were no other adverse patient effects reported.

Event description:
It was reported that this electrode delivered multiple inappropriate shocks and the oversensing could be reproduced in clinic. Subsequently, device therapy was deactivated, and the patient was hospitalized and closely monitored by telemetry. The following day, the patient underwent an upgrade procedure, and the entire subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced with a transvenous system due to the patient's ventricular tachycardias (vts). There were no other adverse patient effects reported. Product return is expected.